Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels and a no delivery alarm. The customer¿s blood glucose level was 415 mg/dl at the time of the incident. The customer stated they were feeling anxious about insulin intake, and the customer was treated with the insulin pump. Customer stated the device told them to take 9.5 units of insulin, and wanted to troubleshoot to ensure they would be fine. During troubleshooting, customer stated the motor was not moving forward when pressing the act, and it would not rewind. It was determined the customer underwent a drive/motor anomaly. Customer was advised a replacement infusion set would be sent out. The insulin pump will be returned for analysis.